Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complications") and underwent cholecystectomy ("gall bladder removal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the cholecystectomy, psychological trauma and post procedural complication outcome was unknown. The reporter considered cholecystectomy, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: the patient received treatment for following events " pelvic pain and genital bleeding". Concerning the injuries reported in this case, the following one was reported via social media: gall bladder removal. Lot number:653904 manufacturing date:2009-06 expiration date:2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complications") and underwent cholecystectomy ("gall bladder removal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the cholecystectomy, psychological trauma and post procedural complication outcome was unknown. The reporter considered cholecystectomy, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: the patient received treatment for following events " pelvic pain and genital bleeding". Concerning the injuries reported in this case, the following one was reported via social media: gall bladder removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : lot number were added. Reporter information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complications") and underwent cholecystectomy ("gall bladder removal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the cholecystectomy, psychological trauma and post procedural complication outcome was unknown. The reporter considered cholecystectomy, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: the patient received treatment for following events " pelvic pain and genital bleeding". Concerning the injuries reported in this case, the following one was reported via social media: gall bladder removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Events¿ pelvic pain, genital haemorrhage, psychological trauma and post procedural complication¿ were added. Patient demographics and essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.